Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number" (B)(6).

Event description:
The customer reported that the device's battery can not charge. There was no reported patient involvement.